Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged that he is swelling, eyes are getting black. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.